Event description:
It was reported that the (1) 355 ld was used during a laparoscopic cholecystectomy procedure. It was reported that the blade was activated but would not advance into the abdomen. A second attempt was made and was unsuccessful. The case was completed with another device and with no consequence to the patient.